Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A caller reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a blood glucose level of 500 mg/dl due to bent cannulas. The customer was treated for their blood glucose with caller states that he was in extreme belly pain and was trying to throw up. Customer kept giving himself insulin and when getting up that morning he was acting strange. Caller states that she heard the customer screaming and found him on the floor so she took the customer to the hospital. Customer was informed that the issue was caused by bent cannulas.